Event description:
As reported by the field clinical specialist, approximately 9 months and 6 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with calcified valve leaflets and a mean gradient over 40mmhg. This patient is a non-compliant dialysis patient. The patient was successfully treated with a 23mm sapien 3 ultra resilia. The mean gradient was 6mmhg per tee and 4mmhg per cath. The patient left the room in stable condition.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h.6 type of investigation. Corrected codes in h.6 investigation findings and investigation conclusions. The device was not returned, and no imagery was provided for an image evaluation. Therefore, not relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to confirm as medical record/imagery were not provided for evaluation. A review of the device history record revealed no indication that a manufacturing non-conformance contributed to the complaint. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valve (thv)s undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "calcification" and "svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 9 months and 6 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the patient presented with calcified valve leaflets and a mean gradient over 40mmhg". Patients with chronic kidney disease go through dialysis as treatment. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification. As such, available information suggests that patient factors (dialysis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.